Event description:
Additional information indicated that the advance sling was implanted on an unknown date in 2015.

Manufacturer narrative:
Implant date: 2015.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. On (B)(6)2015, the patient was implanted with another incontinence device due to worsening incontinence. No additional patient complications were reported in relation to this event.